Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 405 mg/dl and wanted to know how to deliver a bolus. Troubleshooting assisted the customer and advised to monitor their high blood glucose. Customer indicated they would call back if further assistance needed with the infusion set or high blood glucose.